Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the consolidated bag was broken. A pull on the driveline occurred due to the broken consolidated bag that potentially caused driveline infection. No signs or symptoms were noted yet, and there was no need for treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline tug could not be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the hm3 lvas. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that to avoid pulling on or moving the driveline at the exit site, the driveline must be stabilized at all times. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. The patient handbook also instructs the user to call their hospital contact right away if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.